Event description:
Patient had 6-7 infusion sets break (infusion sets may have been from different boxes; patient has already discarded them). Patient's blood glucose was affected (elevated into 300's and 500's [mg/dl]), but no treatment was received.